Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the medtronic (mdt) rep. Said the pt got their lithium battery pack replaced through patient services, but now, the pt had a settings not available message; event date unknown. Mdt rep. Said program 1 and 2 were affected and pt got the message between 10-12 intensity. Mdt rep. Said the pt used to feel therapy between 10-12, but now was not feeling therapy. Mdt rep. Said pt could not go past 11 intensity. Mdt rep. Denied pt falls or trauma. Agent reviewed meaning of settings not available message. Mdt rep. Said they would schedule meeting with pt in person.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Since that time the patient has had difficulty with oor, settings not available message, being displayed on the patient remote. The caller indicated that the patient has amplitudes of 12-14ma programmed. After implant the patient was using amplitudes of 10ma and the amplitudes were increases to 12ma after about two years. The caller was attempting to charge the ins at the time of the call, the battery level was at the 0-9% level so the caller could not interrogate the device to troubleshoot. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information was received. It was reported there was high impedance at electrodes 3 and 10. Dtm c was being used and 3 and 10 electrodes. The manufacturer representative (rep) moved the active electrodes off of 3-10 and oor was eliminated. The patient was moved to program b as of now.